Manufacturer narrative:
Related voluntary medwatch form received: mw5147644. Note: further investigation could not be completed as the serial number related to the product in this event was not provided.

Event description:
It was reported that the patient's device delivered inappropriate therapy possibly due to under sensing.